Manufacturer narrative:
H2: additional information was received. A vendor analysis confirmed the battery to be faulted. The faulted battery and its enclosure were replaced and the component then functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , lot #: p902546, , UDI#: (B)(4) h3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced and the system performed as intended. Codes b01, c08, and d02 are applicable to this analysis. H3, h6: the camera was returned to the manufacturer for analysis. Through functional testing, visual/physical examination, and proce duralized device testing, the camera was found to have scratches on the housing and lenses. A check of the event log showed intermittent illuminator current low and intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The reported event was duplicated by medtronic personnel. Codes b01, c02, and d02 are applic able to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site experienced a "localizer faulted" error. The camera was not connected and an amber light was on. The network device interface (ndi) toolbox showed bump detected and storage temperature exceeded. There was no patient involvement.